Manufacturer narrative:
The field service representative replaced the v1,2,4,5 valves due to corrosion. The valves were also found to be clogged. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm did not respond to the cool down switch during cardiopulmonary bypass surgery. The customer had to use the defrost mode to reduce the temperature. The product was not changed out and the surgery was completed successfully.